Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On 05 may 2024, it was reported that the infusion set had bent cannula. The blood glucose level was 400 mg/dl on 2nd day of insertion on lower back and treated with insulin pen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient information: (B)(6).